Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 28 2015, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio iq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when cca contacted the customer. The reporter stated that the alleged inaccuracy occurred on an unknown date prior to contacting lfs, and claimed that the patient obtained a result of 230mg/dl on the subject meter compared to a result of "202mg/dl" obtained on another meter (onetouch vita). The patient manages his diabetes with oral medications and victoza and reported increasing his dose of "tablets and victoza" as a result of the alleged meter issue. The reporter detailed that at the "same time" as the alleged issue began he developed the symptoms of "dizzy and shaky" which he associated with hypoglycemia. The reporter detailed that he received oral medication as treatment from a health care professional (hcp) in relation to the meter readings and not the patient's feelings. The patient reported that on an unspecified date "before lunch around 11:45 -12:00" he obtained results of 78mg/dl on the subject meter and 61mg/dl on the onetouch vita meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.